Event description:
It was reported that the electric dermatome handpiece motor was not up to par. Prior to being used on a patient, the device did not sound like it was getting full power and that the motor was running slow. There was no patient involvement or patient harm associated with the report and an alternate device was retrieved for use during the procedure.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on january 22, 1996 and was last repaired on may 14, 2013 for a non-related issue. Evaluation of the device observed the device performed very erratically within motor speed specifications. The leading edge of the control bar was flush with the master blade. Prior to repair, the device was outside calibration specifications only at the zero thickness setting. Repair of the device included the replacement of the motor, power supply assembly, power switch, and all standard repair parts. Post repair analysis revealed that the motor operated within specifications outside of the handpiece and the switch passed continuity testing. Additionally, there was a minor discoloration and corrosion of the motor casing . The customer did not return a power supply for evaluation. Given the discoloration and corrosion on the motor casing, it is likely that the interior of the motor became damaged over time, which most likely caused the motor to operate erratically, which could have caused the customer's reported event. The device was serviced and returned to the customer.